Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Upon receiving the device, the foreign object was washed off the device. Inspection and testing did not find any foreign objects subsequent to the device being washed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, oily things were brushed from the biopsy channel of the scope several times. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: ·reprocessing method conducted by the user was deviated from method recommended in instructions for use (IFU) ·staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU the root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." "Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." "Brush the instrument channel port." Olympus will continue to monitor field performance for this device.